Manufacturer narrative:
The lens was not returned for evaluation. A photo was provided of the eye. Optic rings can be observed. An artifact is observed, in the center of the eye. The artifact appears to be a clear particle/material, that is overlapped/wound in circles. It cannot be determined, if the additional white lines are part of the artifact or an outline to show the shape as an arrow is observed. The material appears to be very long, as if it would be several millimeters in length if stretched out. A swab was returned in a pouch. The lab found three particles in the returned pouch. The three particles were analyzed using microscopic fourier transform infrared spectroscopy (micro ft-ir). Comparison of the particles generate spectra to the library of spectra, indicated the following results: sample #1: clear particle 476m in length-best match cotton fiber; sample #2: opaque particle 189m in length-best match chipboard; sample #3: clear material approximately 5mm in length, best match was dried healon. The origin of the identified material cannot be determined, for the cotton fiber and chip board. The healon would have been used at the surgical facility. A qualified cartridge and handpiece were indicated. A non-qualified viscoelastic was indicated. Root cause: the root cause for the reported complaint could not be determined. Device damage cannot be ruled out, as the products were not returned for evaluation. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The previous report submitted for this event contained an error in h.1. - ¿summary report¿ was inadvertently selected. After a recent systems update, a system error caused the inadvertent additional selection of ¿summary report¿ in h.1. On a select number of reports. The error, which was limited only to the h.1. Field, was promptly identified and quickly rectified. Correction smdrs are being filed for the impacted reports. This smdr is correcting that error for this event. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The product has not been returned for analysis. Complaint history and product history records could not be reviewed because the reporting facility did not provide a lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported a foreign material was found on the intraocular lens (iol) optic after surgery. The foreign material will be removed at a future date. Additional information received, the foreign material was removed in a separate procedure eight days following the initial treatment. The foreign material was removed with swab.